Event description:
It was reported that the patient experienced a lack of therapeutic effect because the physician changed the electrode configuration on the patient's right side implantable neurostimulator (ins) to an incorrect configuration. The use error was due to a lack of training. Because of the incorrect configuration, the impedances on the electrodes were all >40000 ohms. The incorrect configuration was discovered and changed back to the correct settings. There was no patient injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).